Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer evaluated the unit for the reported condition. During the evaluation, the ECG cable with pressure line and transducer were inspected and tested using a system trainer and were found to be functioning correctly. The ECG leads were also verified and found to be operating as intended. The reported issue could not be reproduced during testing. The unit was placed under observation for two days, after which normal operation was reconfirmed. No parts were replaced during this service activity. All functional and safety checks were performed and confirmed to meet factory specifications. The iabp was handed over to the department in good working condition.

Event description:
N/a.

Event description:
It was reported that during the routine check-up it was identified that cs100 intra-aortic balloon pump, english, 220v intra-aortic balloon pump (iabp) was not showing ECG and pressure line graph on display. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.